Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one handle 1 and one adapter xl opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The unload button on the adapter was fully depressed. No additional visual abnormalities were noted for the adapter or handle. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated 15 autoclave cycles for the adapter. The eeprom was uploaded and indicated 23 autoclave cycles for the handle. The quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. Functionally, the isi pin location of the adapter was checked and found to be at the center. The center rod orientation of the adapter was checked and was found to be assembled properly. The unload button on the adapter was depressed and was unable to be pushed back to the resting position. The adapter was disassembled and extensive damage was seen on the lockout slider block, the non-welded tip housing, and the cam block. The adapter was then reassembled. Since the clinical battery and reload were not returned, pmv representative ones were utilized for all functional testing. A pmv reload was inserted onto the adapter and the reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The adapter was rotated clockwise in increments of forty-five degrees and fully articulated left and right each time to detect an out of round sulu load ring but the reload detect led did not turn off indicating that the software recognized the presence of a reload the entire time. The pmv reload was then fired. The reload cut cleanly on the appropriate test media. The reload loaded, unloaded, articulated, rotated, and opened/closed properly and without difficulty. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the damaged adapter components. The reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A secondary condition not related to the reported condition was noted. Replication of the damage seen on the lockout slider block is consistent with a user attempting to fire a sulu when one is not fully attached. When the block becomes jammed it can prevent the lockout cam block and sulu load link from returning to its resting state. The sulu load link connects to the "unload" button, in turn causing that to become stuck in place. No enhancements or improvements were generated.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy,the second firing stopped at approximately 20mm. The surgeon pulled out the staples in the partial fire, and fired again, using a manual handle. Surgeon over sewed the area. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. No device fragment fell into the patient. There was a delay in surgery over 30 minutes. There was reinforcement material used. The patient is doing well, in normal recovery.